Event description:
It was reported by the patient's parent that the device system was replaced because "something went wrong". Additional information obtained reported there was a visible fracture of the ventricular lead. It was further reported that there was high atrial lead capture threshold and that the lead was not capturing appropriately. The leads were removed and replaced. The device was also explanted and replaced due to concern of infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).